Event description:
It was reported that the 9900 system locked up during a case. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The snubber board and fuse were replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint.